Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve had a misconnection with an unspecified total intravenous anesthesia (tiva) set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by attaching to an iso standard luer lock and both retention samples torqued as required (connected) and no unwinding/disconnection was observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.